Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been around 3 years since the subject device was manufactured. Based on the results of the investigation, for the plastic distal end cover burned, we presume that the user used a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the subject device. Regarding error e217, we presume from the following investigation result that water/humidity entered the subject device, caused damage to printed circuit board in the connector, which led to the suggested event. A definite root cause of the event could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU. For plastic distal end cover burned: IFU bf-h1100 operation manual:chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope IFU bf-h1100 operation manual:chapter 4 operation:4.3 using endotherapy accessories for error e217: precaution: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli, nbi, and rdi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the distal end of the broncho-videoscope was melted and there is an error code (e217) displayed while adjusting the white balance. There were no reports of patient involvement.